Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys hiv combi pt assay on a cobas e 602 module. The sample was initially tested 3 times, and the results were 6.27 coi, 6.30 coi, and 6.51 coi, which were interpreted as "reactive". On (B)(6) 2026, the result of an aliquot of the patient sample from a different facility was "non-reactive". The repeat result was deemed correct. No questionable results were reported outside the laboratory, as all reactive results are sent out for confirmation.

Manufacturer narrative:
The hiv combi pt assay lot number was 84002100 with an expiration date of 31-aug-2026. The calibration was last performed on (B)(6) 2026, and it was acceptable. The qc was within the ranges. There was no indication of a performance issue with the reagent. The sample showed no visual abnormalities. The alarm trace did not show any abnormalities. The field service engineer inspected the instrument and found no cause for the event. He performed system checks and performance testing with successful results. The instrument was performing within specifications. The investigation did not identify a product problem. The cause of the event could not be determined.